Event description:
The insulin pump was returned for unknown reason. The customer's blood glucose value was 112 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report was submitted without the failure analysis results. Below are the results: we were unable to perform the displacement test due to a damaged esc button. Damage to the overlay keypad and a broken reservoir tube lip was also noted.